Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed auto stop within 4 hours even though the customer set the auto stop for 14 hours. The patient's blood glucose at the time of incident was 198 mg/dl. The caller reported previous instances of no delivery alarms as well. The insulin pump will be returned and replaced.

Manufacturer narrative:
The insulin pump was received with operating currents within specification and passed self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms were noted. The insulin pump auto suspend feature set to 16 hours however, the insulin pump was monitored and alarmed properly per settings. No unexpected pump auto suspending anomaly noted. The insulin pump had minor scratched lcd window and case. .